Event description:
It was reported that the patient developed an infection several weeks after implant of deep brain stimulator (dbs) system. The healthcare provider (hcp) tried to wash out the incision area and replaced stim lock cap. The hcp closed the incision area, put the patient on antibiotics, and sent them home. Several days later, the patient returned for a follow up visit and the hcp decided to remove the entire right system due to the infection. The hcp used a new burr hole cover once everything was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-28, lot# serial# unknown, product type: lead. Product ID: 3389s-28, lot# va 0mand, # implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that perioperative antibiotics were administered. The date of onset or diagnosis of the infection was (B)(6)-2014 and it was not meningitis. The patient experienced fever, redness, swelling, and pain. The infection was at the right frontal incision and a culture was obtained, which determined it was (B)(6). The hcp reported that this was a long case, over eight hours, due to equipment and software malfunctions, which they believed was the biggest risk factor for infection. The patient¿s treatment included both intravenous (IV) and oral antibiotics with total device system explant. The infection resolved.

Manufacturer narrative:
(B)(4)